Event description:
During a laparoscopic diagnostic procedure, the cannula part of the device split and fell inside the patient. They used a grasper to retrieve the broken cannula. Another like device was used to complete the procedure. There was no patient consequence.